Event description:
It was reported by the patient's husband that his wife "awoke feeling shocks coming from her defibrillator" and was also experiencing breathing problems. The patient later died. The patient's husband is claiming this was a wrongful death due to a defective device. There is no indication from a healthcare professional that the death was device related.